Event description:
A power source alert was reported by the caller, which was resolved by plugging the charging cable into a wall adapter, making the pump begin charging again. There was no impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. No further assistance was required, and the issue was resolved satisfactorily.